Manufacturer narrative:
The customer¿s report of a hole in the tubing was confirmed. Functional priming testing observed a leak from the engagement between the tubing and tubing adaptor just below the drip chamber. Closer inspection of the leak under magnification observed a hole in the tubing. No other leaks were observed throughout the tubing. The root cause of the hole could not be identified.

Event description:
It was reported that an during a tpn infusion IV bag was found to be empty after being initiated by the previous shift in the picu department. Upon assessment it was found that there was a hole located in the upper portion of the tubing set.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an during a tpn infusion IV bag was found to be empty after being initiated by the previous shift. Upon assessment, it was found that there was a hole located in the upper portion of the tubing set.